Manufacturer narrative:
Product event summary: analysis found that the programmer was out of specification on analyzer signals testing. As a result the power supply was replaced. It was also noted that the plate was bent on the power cord door. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.